Manufacturer narrative:
Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the inlet tube of the pump indicates that sufficient stress(s) may have been exerted on this tube to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality is unable to determine if the rough and irregular surfaces at the detachment site of the longer pump exhaust tube and cylinder 2 exhaust tube was a site of failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch device was implanted on (B)(6) 2017 and revised on (B)(6) 2021 due to the device stopped working. This was first observed in (B)(6) 2020. Additional information received indicated there was damage to the tube near the right cylinder.